Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (ga23425149-1). Additional evaluation results on the following angulation range inadvertently left out are as follows: upside slightly tension loose but still can get angulation. Angulation results: up 160, down 165, right 155, and left 155 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to angulation lock did not occur. The event can be detected and/or prevented by following the instructions for use which state: -chapter 5 troubleshooting "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. "If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to evaluation in b5, the plastic distal end cover had minor scratches. The bending section cover glue was cracked. The bending angle was reduced due to elongation of the angle wire. The electrical safety test for insulation was out of specification. Angulation was not within production standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A loaner asset (evis exera iii colonovideoscope) was returned with no complaint by the end user. There was no report of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: bending manipulation and insertion tube defect.